Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region stating "no video/error msg, scope not connecting." Involving pentax medical video gastroscope model eg29-i10c, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer responded to a good faith effort attempt via email on 29-sep-2021 and stated "the light will not come one and the user is getting an error message - scope not connecting." The customer owned endoscope was received by pentax medical for evaluation on 12-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician noted image blackout confirming the customer complaint and also documented the following inspection findings: fluid invasion in pve connector, #3 remote control button not working, bending rubber, severe discoloration, passed wet leak test, suction tube resistance, passed dry leak test, #4 remote control button not working, pve electrical connector frame mild corrosion, umbilical cable cut, #1 remote control button not working, #2 remote control button not working. The device underwent repairs including the following components: o-rings and seals, pcb for driver (cmos), connector frame assy, bending rubber, suction channel lg. The endoscope is awaiting repairs or approved by final qc as of 18-oct-2021. Model eg29-i10c, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 12-oct-2021, a device history record(DHR) review for model eg29-i10c, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 07-feb-2020 under normal conditions. The endoscope was reworked for a hole at the tip including adhesive repainting and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 07--feb-2020.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.